Manufacturer narrative:
Field service engineer found the footswitch cable was partially pulled out from the footswitch, which caused the user not to be able to make digital spots. Customer was using the footswitch for fluoro. It was only the digital spot not working. Fse repaired footswitch cable, correcting the digital spot issue. Fse verified proper operation using (B) (4) service manual and the (B) (4) technical manual. System was returned to full service by the customer.

Event description:
On 08/03/2009: customer reported, there was no fluoro during the procedure and they were unable to make digital spots using the footswitch. A c-arm was used to complete the procedure. No details regarding pt procedure. No reported injury.